Manufacturer narrative:
The insulin pump was received with a cracked and bleeding lcd glass, minor scratches on the display window, cracked case at a display window corner, and a cracked reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer's father reported via phone call that the insulin pump is only giving a partial display. The patient's blood glucose at the time of incident was 63 mg/dl. Troubleshooting was initiated for the partial display and the customer's father confirmed that the pump had been bumped. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.